Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery.the caller was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.